Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device and low pacing impedance was noted on the right ventricular channel and the right atrial channel. Abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The reported event of low pacing impedance was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment detected a bonding anomaly. The device was cut open to enable further testing and the battery was found depleted. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.